Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number 1925828 event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set tape was not sticking on (B)(6) 2024. Infusion set was used for 3-4 days. Patient confirmed use of hospital tape to secure the product. No further information was available.